Event description:
It was reported that surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was receiving a low battery warning. A manufacturer representative met with the patient and confirmed the voltage is at 2.71v. It is unknown if the battery depleted prematurely. Surgical intervention may be pending to address the issue at a later date.

Manufacturer narrative:
A patient controller communication error message displaying ¿replace generator soon¿ was reported to abbott. The patient was receiving a low battery warning. A manufacturer representative met with the patient and confirmed the voltage is at 2.71v. It is unknown if the battery depleted prematurely. The ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.